Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, after taking the hemopro out of the sterile package. It was observed that the silicone tip on the hot jaw was detached. A second device was opened and the hospital indicated that the second device did not "look right"; however, the second device was used for the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question. We are following up with the customer for additional info regarding the second device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).